Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found lec 41786. The device was visually inspected and found that there was downstream occlusion seal (dso) loose. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was a defective main board. As a result, the main board and dso seal was replaced.

Event description:
The customer was reported that cadd solis pump was displays an error 41786 during initial use. There was no patient involvement. Evaluation of the returned device identifies the defective main board, and dso seal loose. This may lead to fluid ingress to the pump during infusion, would cause interruption of therapy.